Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Visual analysis of the photographs identified: - anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. -deflation observed the device with fluids inside, in the photo I can¿t see the opening. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported "a bilateral exchange of textured devices due to patient's concern with product." Healthcare professional later reported right side deflation. Device has been explanted and replaced.